Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-03495 and 03498 / 03500). Not returned by attorney.

Event description:
Patient's legal counsel reported patient underwent a right hip revision procedure approximately one month post-implantation due to dislocation. During the procedure all components were removed. It was further reported that patient had cement spacer molds implanted the following day due to possible infection. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative report confirms patient underwent a revision procedure approximately one month post-implantation due to dislocation and wound drainage. Granulation tissue and a proximal femoral fracture were noted. All components were removed and replaced with cement spacer molds. The operative report indicates that patient non-compliance may have contributed to the dislocation.

Manufacturer narrative:
This information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. Reported event was confirmed with review of medical records received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.